Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6)2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels, and metallosis. The modular head, acetabular cup, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient¿s operative (op) notes dated (B)(6) 2013 reports patient was revised on the right hip due to loosening of the acetabular component. Revision op report notes no evidence of trunnion wear, metallosis, or abnormalities were observed. Op notes further report the acetabulum had fibrous tissue and no bony ingrowth. Additional information received in patient medical record reports the patient underwent a left total hip arthroplasty on (B)(6) 2011. There has been no reported revision procedure for the left side.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."number 4 states, ¿loosening or migration of the implants may occur.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2014-02650 / -02652 and -05583 / -05584).